Manufacturer narrative:
PMA / 510(k)#: there were multiple 510k numbers reported to be involved: k111860. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing with the bd max¿ system, bd max¿ instrument, false positive results were obtained. Repeat testing was performed, and the result was negative. There was no report of patient impact. Assays used: MDR tb. The following information was provided by the initial reporter: this customer is experiencing consistent false ¿low pos¿ result. For the patient sample, upon repeat on another position it came up negative. To test this out the customer ran negative control (sterile water) on b10 and this also came up ¿low pos¿. The curve for 475/520 channel looks strange and does not look like a real amplification curve. On site we performed selftest ¿ it passed ¿ and the pcr.script temperature profile also looked ok. Customer is have an issue with one of the lane giving consistently false positive result. They are running the MDR tb assay the test curve result looks noisy and not real, check fill looks ok and there¿s no bubble in the cartridge currently block b10 lane.

Event description:
It was reported that while testing with the bd max¿ system, bd max¿ instrument, false positive results were obtained. Repeat testing was performed, and the result was negative. There was no report of patient impact. Assays used: MDR tb. The following information was provided by the initial reporter: this customer is experiencing consistent false ¿low pos¿ result on b10. For the patient sample, upon repeat on another position it came up negative. To test this out the customer ran negative control (sterile water) on b10 and this also came up ¿low pos¿. The curve for 475/520 channel looks strange and does not look like a real amplification curve. On site we performed selftest ¿ it passed ¿ and the pcr.script temperature profile also looked ok. Customer is have an issue with one of the lane giving consistently false positive result. They are running the MDR tb assay the test curve result looks noisy and not real, check fill looks ok and there¿s no bubble in the cartridge currently block b10 lane.

Manufacturer narrative:
H6. The complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6) had "false positives". Customer reported that they are seeing noisy pcr curves with suspected false positive results while running the MDR tb assay. A bd field service engineer (fse) was dispatched to the customer site where they performed reader normalization, calrack, and verified instrument alignments. A qualification run was performed and passed. This complaint is not confirmed as there was no confirmed failure of the instrument. The root cause cannot be determined with the information provided. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. Review of device history record for instrument (B)(6) is not required because this complaint does not allege a failure of the instrument and the complaint is unconfirmed, thus a DHR review would yield no useful information. Service history review was performed for the instrument (B)(6) , and no additional work orders were observed for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.